Event description:
It was reported that the pt had revision arthroplasty of the left knee in 2002. Allegedly they began to experience pain. Physician diagnosed a possible fracture of the prosthesis. Pt was revised on 11/11/2004.